Event description:
Healthcare professional reported "patient informed them that finally there is no alcl".

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information from the healthcare professional, allergan medical safety has determined that there is no malignancy.

Manufacturer narrative:
The event of suspected bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected bia-alcl (histopathological markers not reported).

Event description:
Patient reports for left side "they having their implants and capsule removed due to left breast alcl". The device remains implanted. Pathological biomarkers confirming bia-alcl have not been provided.